Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 protector p50j had the expansion chamber not inflate. The following information was provided by the initial reporter: "the customer reported as follows: when attaching the protector to a vial, the expansion chamber didn¿t inflate."

Event description:
It was reported that 2 protector p50j had the expansion chamber not inflate. The following information was provided by the initial reporter: "the customer reported as follows: when attaching the protector to a vial, the expansion chamber didn¿t inflate.".

Manufacturer narrative:
The reportability of this complaint has been re-evaluated and the complaint was found to not be reportable. This MDR should be considered cancelled.